Event description:
Related manufacturer reference number: 2017865-2022-06463 and related manufacturer reference number: 2017865-2022-06466. It was reported that the device exhibited high pacing impedance on the pacemaker. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) and atrial (ra) lead. The physician elected to explant and replace the pacemaker, ra and rv lead. The patient condition was stable.